Event description:
It was reported that during a ppt evaluation of the restore dca device, an acute abrupt closure of a side branch occurred. This was during treatment of an in-stent re-stenosis. The stent had been positioned so that it jailed the diagonal branch. When the device was inserted, and cuts performed, the patient complained of chest pain with ECG changes. The restore catheter was removed and angiographically, the diagonal branch was now occluded. Ptca was performed to re-establish blood flow to the diagnonal branch, however a filling defect was noted in the stented area of the lad. Ptca was performed, and blood flow was reestablished, but sluggish. The patient was reportedly stable, and the procedure was terminated. There was no reported device failure.